Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for frozen image that recorded on its own, and corrosion on light guide cover glass was traced to component failure. However, the most probable cause for sticky universal cord could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited frozen image that recorded on its own, corrosion on light guide cover glass and sticky universal cord. There was no patient involvement.